Event description:
It was reported that during a total colectomy procedure three devices were used. One of the devices fired malformed staples on the posterior wall of the anastomosis resulting in an opening in the anastomosis. An eea28 covidien device was used to complete the case. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Three devices were returned for analysis. All three devices were returned with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The devices were reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the devices opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.